Manufacturer narrative:
The device was returned for evaluation. Upon evaluation, the base handle of the received unit tested low at 48 pounds and needed readjustment. The end cap was also cracked and needed replacement. No DHR review was possible as the serial number provided "(B)(4)" does not appear to be a valid integra number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a3101 mayfield composite series base unit needed repair. There was no known patient involvement or injury nor delay in surgery. No other information was provided.